Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that no hardware failures were present upon arrival. The fse performed preventive maintenance by reseating the pyxis bus and ribbon cable connections for half height cubie drawers 5.1 and 5.2 to ensure stable connectivity and the drawer auto recovered after reboot. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 and its cubie failed with a "device not detected on bus" error. The customer reported that the drawer was not functioning properly. A station reboot was performed as a troubleshooting step; however, the issue persisted and the drawer remained failed.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.